Manufacturer narrative:
Additional information was received that there was slight discharge and a scab over the medial side of the wound at the ipg site. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was admitted and administered medication for a possible mild infection at the ipg site. The event has resolved and the patient was discharged. The event was assessed as having a causal relationship to the procedure and the device.

Event description:
A report was received that the patient was admitted and administered medication for a possible mild infection at the ipg site. The event has resolved and the patient was discharged. The event was assessed as having a causal relationship to the procedure and the device.